Event description:
Resident physician was using the ascope 4 rhinolaryngo slim scope off label on a pediatric patient. During an endotracheal tube procedure (4.0mm endotracheal tube), the distal end of the scope broke off and blocked off the patient's airway. Doctors dislodged the broken scope piece and patient remained in a stable condition.

Manufacturer narrative:
The reported failure was verified based on photos provided by the customer. They revelaled, that the camera detached from the scope. Due to the fact that the device has not been available for investigation yet, device history record was reviewed and no issues related to the incident were found. Retention sample was visually inspected and was found in an expected condition, without any damage to proximal end shaft. It is suspected that excessive force was applied when removing the device from the pediatric patient. IFU states that ascope 4 rhinolaryngo slim is designed to be used in adults. Moreover, the warnings contain the following statements: always make sure that the bending section is in a straight position when inserting and withdrawing the endoscope. Do not operate the control lever and never use excessive force, as this may result in injury to the patient and/or damage to the endoscope. Do not use excessive force when advancing, operating or withdrawing the endoscope as this may result in patient injury or damage to the endoscope. Production and quality control performs functional inspection on all devices to ensure that products are in a good condition before shipment. Awareness has been raised to production and quality control team and the reported failure will continue to be monitored.